Event description:
A report rec'd from the USA stated an 840 ventilator experienced an intermittently functional keyboard. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) keyboard. The device passed the performance verification test (pvt) according to manufacture specifications. (B)(4).